Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that there were lancets missing from her one touch ultra2 system kit. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the issue occurred on (B)(6) 2014 at 04:58pm. The patient detailed that she manages her diabetes with oral medication, diet and exercise and took her usual daily dose of glipizide 5mg in response to the issue. The patient claimed that three hours after the alleged issue, she became ¿nervous and shaky¿, however denied receiving any treatment. During troubleshooting the cca noted that all the correct box contents were present. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.